Event description:
This ra lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018 due to an infection. Lntire sicd system explanted. The physician was dr. (B)(6) at (B)(6) hospital (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)